Manufacturer narrative:
The device has been received for eval; however, device eval is not yet complete. A follow up MDR will be filed.

Event description:
Received info regarding a leaking cartridge. There was no reported info regarding customer's blood glucose level.